Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The customer reported the event t via medwatch 5076527 on 16apr2018. No additional information was provided initially.

Event description:
It was reported to philips that the device failed to deliver a shock to the patient. On (B)(6) 2018 the patient involved was being treated for ventricular tachycardia (vt) during cardiopulmonary resuscitation (CPR). The device delivered two shocks to the patient but failed to deliver a third charged shock using pads. Another device was used to successfully treat the patient.